Manufacturer narrative:
Summary: two reciprocal blue files r25 8/100 25mm 025 were returned in loose. First file is broken at the tip of the active part (fatigue). Second file is broken at the base of the active part (fatigue). No material defect was found during analysis of the rupture patterns. No unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1840575). Per bounding with previous complaint case (B)(4), some available unused files batch #1840575 had been evaluated and had been found in compliance with specifications. According to our prescriptions, we can consider that the production batch #1840575 is conforming (representative sampling). No fault was found, production meets specifications.

Event description:
In this event it is reported that reciproc blue files, 6x, sterile file broke during use. The broken part could not be retrieved and was incorporated into the filling. No injury.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.